Manufacturer narrative:
Concomitant medical products: product ID: 439888 lead, implanted: (B)(6) 2016; product ID: 5076-45 lead, implanted: (B)(6) 2015. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device battery depleted quicker than expected, with an alert for the device reaching recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.